Event description:
A user facility reported a saline bag back filled during recirculation mode. The facility did not notice the saline bag back filled until the treatment was over. The tech stated that they know it happened during recirculation because the saline bag was clamped off during treatment. The tech stated that there was no issues with the treatment, no alarms or weight removal problems. The patient completed treatment. The patient had no adverse effects and no medical intervention was required. The tech does not know if there were any alarms and was able to duplicate the problem in the back room with filling programs. He does not know how long the machine was in recirculation. The drain line length and building drain height were both within specifications. There were no obstructions to the drain. The tech replaced the flow relief regulator and the machine was returned to service. No parts were returned to MFR for evaluation.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag had refilled with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.